Event description:
It was reported that during a benign prostatic hyperplasia procedure, the fiber was used at 78,299j and 09:12, when the laser began firing straight from the tip. It was indicated that the fiber life activated a couple of times; however, the console did not show any courtesy messages. A second fiber was utilized to complete the case. There was no patient injury reported due to this event.

Manufacturer narrative:
Analysis showed that the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits moderate devitrification. The outer flow tubing open end exhibits minor scratch marks. The probable root cause of the failure is heat accumulation. Based on device analysis, the potential for forward firing may exist. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Therefore, an evaluation code of operational context will be assigned to this investigation.